Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter). A 16066 v-sics since last session 14 days ago. Six nst episodes with v-v intervals less than 220 ms from (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Concomitant medical devices: product ID: dvbb2d1, serial# (B)(4), implanted: (B)(6) 2015.

Event description:
It was reported that there was high sensing integrity counter (sic) and noise on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.